Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024, the patient was diagnosed with squamous cell carcinoma of the right buccal mucosa, and was given ultrasound-guided local anesthesia for ¿PICC catheter implantation in the left upper limb¿, implantation was 43 cm, leakage was 6 cm, arm circumference was 24 cm, the tip of the catheter was localized in the lower edge of the sixth thoracic vertebrae by x-ray, and docetaxel + cisplatin was administered as chemotherapy, and the infusion went smoothly, no abnormality was found. No abnormality was found. (B)(6) 2024 preformed the fifth cycle of chemotherapy before the patient's PICC puncture suddenly appeared to ooze blood, pain, ultrasound, x-ray examination was given to line up, descending catheter removal 3-4cm, found that the catheter rupture, along with the removal of the patient's catheter.